Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-04735. It was reported that the patient experienced ineffective due to lead migration. Moreover, it was also reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on 11 july 2023 wherein the patient's ipg and one lead were explanted and replaced to address the issue. It is unknown which lead had migrated.

Manufacturer narrative:
Date of event is estimated.